Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found. Continuation of concomitant medical products: 1888tc competitor lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent an unapproved magnetic resonance imaging (MRI) scan that resulted in the left ventricular (lv) lead exhibiting high thresholds and a pacing issue with the device. The lv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.